Event description:
A customer obtained a lower than expected vitros dgxn quality control result (< 0.4 ng/ml versus the expected value of 2.46 ng/ml) from the biorad level 3 control fluid when run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn quality control result was obtained on a vitros 5600 integrated system. The root cause of the event was determined to be user error when performing routine instrument maintenance. The customer installed the immunowash fluid tubing in the incorrect orientation, which likely prevented the immunowash fluid proboscis from reaching the dispense position. An ocd field engineer reinstalled the tubing in the correct orientation and performed subsystem adjustments. After completion of this action, acceptable vitros dgxn performance was observed. The investigation found no evidence to suggest that the vitros 5600 integrated system or the vitros dgxn reagent malfunctioned.